Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and a cardiac resynchronization therapy defibrillator (crt-d) were associated with a fault code indicating a shorted electrical condition during testing at implant. A boston scientific field representative reported the patient was being upgraded from a pacemaker. The lead was successfully placed with appropriate sensing, threshold and impedance measurements. The pace/sense channel of this lead was capped and the chronic rv pace/sense lead was kept in service for that purpose due to better sensing and threshold measurements. A ventricular fibrillation (vf) was successfully induced and properly detected by the device; a 21-joule shock was delivered but did not convert the arrhythmia. During re-detection, a system fault warning on the programmer indicated an electrical short had been detected. The device continued to detect the vf and attempted to deliver a 31-joule shock, but the delivered energy was significantly lower than the specified value. The patient was externally defibrillated with no adverse patient effects. Lead measurements were again taken, and observed to be normal and stable. The pocket was reopened, and the lead/device connections were observed to be secure. The leads were individually tested with a pacing system analyzer (psa) as they were disconnected, and all lead measurements were normal and stable. The device and this rv lead were both replaced. Defibrillation threshold testing (dft) was successfully performed at 21 joules with the replacement products. The procedural complications did not result in any adverse patient effects.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, our analysis confirmed that this lead had experienced a shorted electrical condition. Visual inspection showed the presence of an electrical arc mark on the distal area of the is-1 (pace/sense) terminal ring. There were no obvious signs of set screw marks on the is-1 terminal pin or ring. Set screw marks were noted on both df-1 (high-voltage) terminal pins. A cut and puncture were noted in the tri-lumen insulation (consistent with a subsequent report that the lead had been used to provide access for the replacement lead), and dried blood was noted in the lead lumen (consistent with the observed cut and puncture). Results of electrical resistance testing of the conductor paths were within specification, indicating that no fracture had occurred. The lead also passed the stylet insertion test, and passed air pressure testing that confirmed the integrity of the inner insulation. The air pressure test of the outer insulation failed at the point of the cut and puncture. The lead also failed the helix mechanism test, most likely due to the presence of dried blood in the mechanism. Analysis of the associated device also showed evidence of an electrical arc mark on the device case, suggesting this lead's terminal ring came in contact with the associated device case during the delivery of shock therapies.